Manufacturer narrative:
G2.: foreign: ie. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that the stimulator kept turning itself on and off. It was noted, that the patient had spoken with their doctor.

Event description:
Additional information was received from the patient. It was reported that it seemed that therapy turned itself off. There were no messages, and no error codes of any kind. The patient would just suddenly notice that that therapy was off, and when they looked at the patient programmer they could see that therapy was off. It was noted that the ins was implanted in 2018. The patient claimed everything seemed to be normal. Going to the hospital for further check-up was noted.

Manufacturer narrative:
H2. Correction: upon further review, the serial # of the ins was inadvertently put in the lot # field in section d on the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.